Event description:
Physician confirms "due to persisting pain the implants were removed. During surgery the right implant appeared viscous and ruptured". This relates to right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported rupture and silicone migration. This relates to unknown side. Device has been explanted.